Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device revision or replacement. Codes medical device removal and surgical intervention were being retracted to replace code device revision or replacement.

Event description:
Additional information received stating that patient received a head and liner exchange due to pain and blood cobalt levels of 12.9 mcg/l. Upon entering the hip, the surgeon encountered and debrided a grey-colored, thickened, and inflamed periarticular capsule and synovitis. The acetabulum has some excessive bone growth that was removed. The surgeon noted these findings were "consistent with her metal bearing". The cup was well-fixed and retained. The explanted femoral head had evidence of minor corrosion at the trunnion. There were no reported product problems with the explanted liner. The femoral stem was well-fixed, intact, and retained. The patient was revised with a depuy polyethylene liner and ceramic femoral head. The procedure was completed without complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to metal bearing surface failure. Date of implant: (B)(6) 2007; date of revision: (B)(6) 2019; (right hip). Head and liner revised.